Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2014 with the following findings: a review of the pump histories confirmed the call service alarm. During testing, the rewind, load, and prime steps performed successful. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the pump emitted the alarm on the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.